Event description:
(B)(6).

Manufacturer narrative:
(B)(4). Dropping or ejected clip. The analysis results of the mcl20 device (a) found that it was received with an unformed clip inside the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, nine ejected clips, four clips conforming and three malformed clips were fed and then, it locked out as intended. It should be noted that feeding mechanism was changed in order to minimize the found spitting clips. Although no conclusion could be reached based on the analysis results as to what may have caused the reported clip cutting issues, change to optimize the instrument clip forming mechanism is being pursued to minimize the risk of this type of issue. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the mcl20 device (b) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were ejected and the antibackup feature was found to non-functional. It should be noted that feeding mechanism was changed in order to minimize the found spitting clips and the antibackup mechanism was modified to minimize the found antibackup issues. Although no conclusion could be reached based on the analysis results as to what may have caused the reported clip cutting issues, change to optimize the instrument clip forming mechanism is being pursued to minimize the risk of this type of issue. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # c9c96x, expiration date: 03/2011, manufacturing date: 04/2006. Dropping or ejected clip.

Event description:
It was reported that during an hepatic graft procedure, several clips were stuck in the jaws of the applier. Furthermore, while removing the device, the clips cut the blood vessel. A bleeding was noticed, but it was impossible to quantify it. According to the nurse, the bleeding had no significant impact on the number of transfusion already needed for this kind of surgery. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.